Event description:
Device appears to be under-sensing on ventricular lead. See episode #314. Does not appear to affect device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).